Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, there was no suture attached to the needles. The device was removed and a second and third proglide were attempted but also resulted in a needle-to-cuff miss. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. Proglide device #1 (part 12673-03; lot 920226h) and proglide device #2 (part 12673-03; lot 920226h) indicated are being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation of the returned device revealed that a posterior needle-to-cuff miss occurred during needle deployment as evidenced by untouched posterior cuff tabs and undamaged posterior needle, indicating no engagement between these two components. During lab testing, the needle plunger was reinserted resulting in acceptable needle trajectory and push mandrel travel. The needle trajectory of every device is checked twice during manufacturing. Based on the investigation, the probable root cause for the posterior needle-to-cuff miss is needle deflection during needle plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.